Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 44 reports, regarding 62 devices, for this device family and failure mode. During this same time frame 6,423,613 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the plpul2020, ultra surgical smoke evacuation pencil device was used in an abdominoplasty-fleur de lis procedure on (B)(6) 2026, and ¿the plume pens are still breaking. The one they are using in the current case did the same thing she described to you when the portion of the pen inside that holds the tip intact fails causing the tip to be loose and wiggle around inside the sheath¿ it's not the smoke capture port (sheath), it's the portion inside of that holds the tip that breaks and doesn't 'hold' the tip well, or becomes loose altogether.... It's like a portion of whatever holds the tip in breaks and then it can't hold the tip well or at all. They were doing an abdominoplasty-fleur de lis. She said it did fall out onto the patient." Further assessment found "it was only the tip that fell out onto the patient, not the metal component that hold the tip." The tip fell onto - not into - the patient, and was removed from the field. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.